Event description:
The patient was seen for a pocket revision due to the patient losing weight. Prior to the procedure, the patient had requested more medication. During the procedure, the hcp found a volume discrepancy and decided to replace the pump. The actual residual volume (arv) 7.0 ml was greater than the expected residual volume (erv) 3.1 ml. This was the first discrepancy noted with the pump. Fluoroscopy was not available in the room where the procedure was done so no rotor study could be done. The logs were not checked to confirm if there was a stall. The hcp connected the existing sc connector and catheter to the new pump. After the replacement the hcp increased the daily dose. The procedure was fine and there was no patient injury. The pump was delivering duramorph.

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump passed all infusion, non-destructive, and full destructive testing. Dispense testing passed suggesting that pump was infusing as designed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.